Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A literature article reported patients with a history of vitrectomy may affect the surgical success rate when using a glaucoma filtration device. Patients experienced postoperative hypotony, chorodial detachment, hyphema, shallow anterior chamber, and bleb leak when implanted with a glaucoma filtration device. There is no indication which patient's experienced which reported adverse event. Of the study group, laser suture lysis, needling, repeat surgery, and cyclophotocoagulation was required.

Manufacturer narrative:
A literature article describes outcomes when " a history of vitrectomy may affect the surgical success rate when using the device." No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. The manufacturer internal reference number is: (B)(4).